Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified diagonal artery. A 12 x 2.25mm taxus¿ liberté¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was received with the stent protector and product mandrel inserted. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The tip od was measured which was within specification. The hypotube was broken 211mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system either during the procedure at the end of the procedure or when packaging for return. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).